Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but is consistent with a programming issue.

Event description:
During an implant procedure, crosstalk was noted on the device which may lead to safety pacing inhibition. The leads were disconnected and reconnected to the device, and the device was reprogrammed to avoid the crosstalk. The patient was stable with no adverse consequences. Additional information was requested but never received.

Event description:
During an implant procedure, crosstalk was noted on the device which lead to safety pacing inhibition. Additional information was requested but never received.